Manufacturer narrative:
Initial.

Event description:
It was reported that a user participating in the ilet experience study experienced a high glucose event, characterized by high ketones, increased urination, and fatigue, with the medical device problem and device component not specified. Symptoms included insufficiently characterized clinical effects reported as high ketones, polyuria, and fatigue. Outcomes included insufficiently characterized health impact. Investigation included communications with the user and an analysis of information provided by the user or third party. Investigation of this case revealed no available findings, and the medical device problem and component remained unspecified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.